Manufacturer narrative:
A ge representative evaluated the system and reseated a power cable. System operates as intended.

Event description:
Customer reported the system will not display an image or take x-rays. No patient injury was reported.